Event description:
Additional information received reported the cause of the high impedances on electrodes 1 and 6 was not determined. The reporter stated the two electrodes have had high impedances since they started working with patient. The reporter further stated they became aware of the high impedances after the implantable neurostimulator (ins) was brought out of overdischarge.

Event description:
It was reported that 2 of patient's electrodes were not working, but he had adequate stimulation coverage. It was stated that the patient was told by hcp (health care professional), it was not possible to remove the lead due to scar tissue. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3998, lot# v012123, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the hat impedances were measured. It was noted that electrodes one and six had impedances >10 ,000 ohms. The reporter stated that was unchanged for the patient. It was noted the patient was reprogrammed. It was further noted that no malfunctions were seen and no intervention was taken or planned. The reporter stated that the patient was doing well and was receiving effective therapy.